Event description:
It was reported that the touchscreen of the customer's pump was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). To resolve the issue, the customer service team arranged to send a replacement pump to the customer. The customer was informed about the updated software on the new pump and the availability of training. The technical support team also instructed the customer on how to handle the damaged pump and confirmed that a tracking email for the replacement would follow. The customer understood and acknowledged these steps.